Manufacturer narrative:
Unit received with stripped battery cap coin slot. (P) scratched lcd window, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had cracked and damaged battery cap. The customer's blood glucose was unknown. No additional information provided.